Event description:
The customer reported that the collimator coned (closed) down and would not open up. This error may cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and reseated circuit boards and connectors. The system operates as intended.